Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a loss of connection and an adverse event occurred. The patient stated they lost signal on the dexcom continuous glucose monitor (cgm) on the night of (B)(6) 2018 into the morning. At 8:10am on (B)(6) 2018, the patient woke up and told her mother that she felt low as she started to pass out. The patient¿s mother was able to catch the patient, but the patient hit their head as they fell and 911 was called. When emergency medical services (ems) arrived, they administered the patient with a glucagon shot and the patient recovered within 5 minutes. The patient was transported to the hospital and treatment made at the hospital is unknown. At the time of contact, the patient was still in the hospital. No additional patient or event information is available. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined.